Manufacturer narrative:
On 12-nov-2024, the product investigation was completed. Additionally, it was identified that the product receipt of 30-oct-2024 was mistakenly omitted from the previous 3500a initial report and has been included in this supplemental. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a soundstar eco sms 10f catheter and after the physician activated the deflection it would not go back to neutral. The catheter was removed from the body but remained in the deflected position. The knobs were in neutral and it was not locked. There was no difficulty in removing the catheter; however, the medical team found the turning of the knobs to be stiff. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. A device history review was performed for the finished device number lot e5195730 and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information rotate the steering knobs. The steering function should be smooth. The catheter tip should flex in a corresponding direction. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a soundstar eco sms 10f catheter and after the physician activated the deflection it would not go back to neutral. The catheter was removed from the body but remained in the deflected position. The knobs were in neutral and it was not locked. There was no difficulty in removing the catheter; however, the medical team found the turning of the knobs to be stiff. The catheter was replaced and the procedure continued. No patient consequences were reported.